Manufacturer narrative:
The lay user/patient¿s meter, test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the meter, test strips and control solution passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 01:30 she obtained a result of ¿118mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿82mg/dl¿ performed on another meter within 30 minutes of each other. The patient manages her diabetes with an insulin pump and consumed food or drink on (B)(6) 2016 at 01:30. The patient reported that ¿three and a half hours¿ after the alleged issue occurred she developed symptoms of ¿clammy, shaky, back of neck hot¿ which she associated with low blood glucose, however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When a control solution test was performed the results were in range. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.